Manufacturer narrative:
Investigation summary: bd received 2 photos in support of this complaint. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. Additionally, 10 retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: "during use, the tube was found to have a low draw issue." (B)(6) 2022 received update from sales representative. The event description is updated as follows: it was learned that there was indeed insufficient blood collection volume, and there was no bd imported purple tube in the laboratory at present. We consulted teacher whether he had compared the blood routine data, indicating that he had compared the data. Although the blood collection volume was insufficient, the experimental data were within the acceptable range